Event description:
The customer stated the top of the tubes were wet after the sample was run on the act diff 2 instrument in primary mode. The customer was wearing gloves, a gown, and goggles and was not exposed to the leaking material. There was no exposure to mucous membranes or open wounds and the operator did not seek medical attention. Patient results were not affected by the leak. The customer does not have an exposure control or risk management plan in place. The field service engineer (fse) found the fluid rinsing the probe was not being completely evacuated and fluid was left on top of the tubes. The probe, probe wipe and tubing at valve vl8 were replaced. The cause for the wet tube tops is that the fluid rinsing the probe was not being completely evacuated; the root cause for why the fluid was not being evacuated is unknown. The issue was resolved by instrument servicing. Beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).